Event description:
It was reported that this was a non-tortuous, moderately calcified distal external iliac artery. Reportedly, when the starclose vessel locator wings were opened they became stuck on the omnilink stent that had been placed in the external iliac artery. The red safety release button was used to close the vessel locator wings and the starclose se device was removed. Manual arterial compression was applied to achieve hemostasis. The omnilink stent was damaged (stretched/elongated and the distal end of stent was no longer well apposed to the vessel wall) by the starclose se device; however, it remained in the artery and no other intervention was performed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The starclose referenced in b5 and d11 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issues appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem codes 2920 and 2577 were removed.